Event description:
Boston scientific received information that during the pre-discharge check it was noted that the patient had received two inappropriate anti-tachycardia pacing (atp) due to oversensing from noise. The oversensing led to pacing inhibition with asystole greater than two seconds. It was noted that there were 14 total events for a two hour time period on the day of implant, then no episodes since that time. .boston scientific technical services (ts) was consulted and discussed the possibility of air from the port and lead lumen equalizing itself through the seal plugs which may have caused the noise signal. Ts did not suggest any programming changes as there had been no events in over 18 hours. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Visual inspection found all three setscrews retracted and a hole was visible in the rv seal plug. This could indicate that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were returned for analysis from a funeral home several years later. No further allegations were made relating to the products.